Event description:
There is no evidence that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged error 1 message was not resolved with troubleshooting. Per the onetouch ultralink user guide the error 1 message prompts when there is a problem with the meter. Replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) does not expect the return of the subject device(s).